Event description:
Pt undergoing lap nephrectomy for renal pole mass. Vascular stapler on left renal artery was deployed and removed. There was immediate brisk bleeding. At this point, surgery converted to open procedure.